Manufacturer narrative:
Product evaluation: the device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger has underrode the trailing right side of the optic. The optic is broken. The trailing haptic is misfolded, looped around the plunger tip. The leading haptic is folded into the optic fold. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger underride was observed. This was most likely interpreted as the reported complaint. The root cause cannot be determined. The optic was misfolded and torn. The trailing haptic was misfolded and looped around the plunger tip. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during a cataract extraction with intraocular lens (iol), implant procedure, the plunger did not engage correctly and went to the side of the lens. There was contact with the patient and the procedure was completed the same day. Additional information was provided by the initial reporter that there was no patient harm.